Event description:
The manufacturer was contacted in reference to a dream station 2 device. The manufacturer received information alleging the display has a error code, the patient states the pressure is very high and then shuts off. Pt alleges having a headache because he was unable to use the device. Patient also states he has kidney cancer and not sure if it's related to the device. Patient also has leukemia and states he collapsed and was taken to the hospital and it awaiting to have the kidney removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.